Event description:
It was reported that a patient presented to the clinic. The patient had done arc welding for one hour a week before the event but was sufficiently protected. Upon attempted interrogation with two programmers there was no communication with the pacemaker. It was reported that device presented with no telemetry pacing output and no magnet response. The device and explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Device was received with no output, no telemetry. Final analysis of the device found premature battery depletion due to high current drain leading to leaky capacitor.